Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that pressure indicator is not moving customer does not know if it found during use or testing. No patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation. Visual inspection performed - battery door was damaged. Peep control test performed. With a known, working patient ventilation hose connected to the outlet port and the sensing line left unattached, the manometer gauge needle did not move. Customer complaint was duplicated. Attached the sensing line of the hose to the device and the manometer gauge needle then moved during gas-driven activation and passed the peep control test. The root cause was the sensing line being disconnected. Recommend that the customer connect the sensing line of the hose to the device for proper operation. Device passed all functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
G3 - date received by mfg; corrected.